Event description:
It was reported that when using the bd pyxis¿ es server was not communicating and stations shown critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) received the case, logged into the enterprise server, and observed that xml messages were crossing, with only some devices remaining stuck in disconnect mode. The tss followed knowledge article - sync 2.0 - all devices not communicating - deadline exceeded to resolve the remaining disconnected devices and informed the customer that communication had been restored. Since the issue was resolved, the tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.